Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4) (importer).

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4) (importer).

Event description:
Procedure: urogynecological. According to the rptr: the pt alleged injury.